Manufacturer narrative:
(B)(4). The complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned femoral trial confirmed that a piece is chipped from the device and damage was seen along the central circular post and the ring that was returned. The device additionally exhibited wear consistent with device usage. The device history records were reviewed and no discrepancies relevant to the reported event were identified. The device had an approximate field age of twelve (12) years and two (2) months with unknown usage. Based on the available information, the root cause can be determined as normal wear during the instrument's field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that while the surgeon was removing the femoral trial from the stem with a slap hammer during knee arthroplasty, the femoral trial broke and a portion of the trial fell into the surgical site. No fractured pieces remained in the surgical site and the surgery was completed successfully.